Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and two vials of remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): vial 1 results (only 2 strips returned): qc 1: 2.9 inr, qc 2: 2.9 inr. Vial 2 results: qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that a patient received discrepant results when tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. The date of the 5.9 inr value was documented in the meter's patient result memory as (B)(6) 2017 due to incorrect date setting. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. The date of the 3.8 inr value was documented in the meter's patient result memory as (B)(6) 2017 due to incorrect date setting. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. Therapeutic decisions were made based only on the laboratory values as these were believed to be accurate. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is bi-weekly. The reporter stated there was contamination on the meter heating plate.